Event description:
It was reported that a user experienced a ¿dosing stops soon¿ alert on the ilet following a loss of dexcom g7 continuous glucose monitor (cgm) sensor connectivity to the ilet was identified and addressed through troubleshooting that included toggling and re-pairing the sensor and allowing the sensor warm-up to complete. No adverse clinical symptoms were reported. Outcomes included restoration of sensor pairing and continuation of therapy after warm-up without need for medical intervention. User support included guided technical troubleshooting and user education regarding sensor reconnection and notification to contact the cgm manufacturer for sensor-related issues. Investigation of this case revealed a sensor communication issue between the dexcom g7 and the ilet that triggered the dosing alert, with successful reconnection after re-pairing and no device malfunction of the ilet confirmed during the call. It was concluded, based on previously established findings for similar reports, that the cause was external communication disruption between the cgm and the ilet, resolved by standard reconnection procedures.